Event description:
It was reported that the pump display was completely white, and the customer could not interact with or read the touchscreen. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.